Event description:
The customer reported that the 840 ventilator had an erratic screen. The customer reported to have replaced the graphical unit interface (gui) pcb. Covidien loaded the software only and conducted the final testing.